Event description:
It was reported that during a catheter revision, the hcp was unable to remove the old catheter and was planning to leave it in place. The pt had add'l, unspecified hardware. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
.